Event description:
Disposable instrument covidien ligasure advance monopolar tip sealer/divider pistol grip 5mm-44cm ref lf5544 used during case. Plastic protective sheath came off in abdomen during laparoscopic case. It was seen immediately and retrieved by surgeon. All parts of this instrument saved for inspection.